Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to the receiver not booting up or communicating. The receiver case was opened and the internal inspection failed due to moisture damage on the main circuit board. Receiver log download and function testing was unable to be performed due to receiver not booting up or communicating. Confirmation of the allegation and a root cause could not be determined.